Event description:
The olympus sales representative reported (on behalf of the customer) that the image would disappear temporarily while using the hd camera head. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This event is under investigation. A supplemental report will be submitted upon receiving additional information.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device was not returned to olympus for evaluation and the customer's allegation was not confirmed. Based on the results of the investigation, a root cause could not be identified. No further information could be obtained. The subject device manufacture date was not identified with an unknown serial number; therefore, the device history record was unable to be reviewed. However, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The cause of the reported event cannot be conclusively determined. Olympus will continue to monitor field performance for this device.